Event description:
Reportable based on device analysis completed on 01apr2022. It was reported that the coil could not be released. A 12mm x 40cm interlock- 35 was selected for use. During the procedure, the first three coils were released smoothly. However, the fourth coil could not be released after several times when entering the tumor. The coil was withdrawn and found stretched. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that there were missing fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only main coil was returned for this complaint. The main coil was found kinked and stretched. The zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the proximal fiber bundles were found to be within specification, however the distal fiber bundles were not.